Manufacturer narrative:
The investigation into the reported introducer damage - mechanical has been completed. The impella device was not received from the customer. According to the clinical details, the doctor reported that the introducer was not flushed and had to be replaced with another introducer kit. The cause of the introducer damage issue was not determined since the product was not returned and sufficient clinical information was not provided.

Event description:
The complainant had prepped a 23 french sheath and impella 5.5 pump to place for a 58-year-old male patient admitted in from a community hospital to the tertiary with cardiac history. The 23 french sheath failed to flush. The sheath was replaced due to the priming issue without harm or injury and support was placed. The patient's outcome at explant was noted as survived.